Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for call service 078. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/25/2016 with the following findings: a review of the black box history showed multiple call service 078 alarms. The pump was primed successfully with no alarms occurring. The pump was exercised for 24 hours with no alarms occurring. The original complaint of cs078 was unable to be duplicated. Unrelated to the original complaint, moisture was observed through the display lens. A leak test was performed and failed due to a leak in the audio bolus button, and a crack in the battery compartment along the side. The audio bolus button cover was not seated properly. The audio bolus button cover was removed to find no moisture. The pump was opened to find moisture throughout the pump casing. The vibratory alarm was inoperable due to the moisture ingress. (B)(4). Correction to serial #.